Manufacturer narrative:
The device was not available for evaluation since it was from a clinical study made in 2022, so it was discarded. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
The following information was obtained through and article published on bmc anesthesiology in 2022: comparison of oscillometric, non-invasive and invasive arterial pressure monitoring in patients undergoing laparoscopic bariatric surgery, a secondary analysis of a prospective observational study. During this study with nexfin technology (clearsight) one measurement was excluded due to challenges in function and handling of the measurement device. The issue happened during induction of anaesthesia, the heart level sensor disconnected unseen and false blood pressure values had to be taken out due to implausability. No patient was treated according to the values provided. Patient demographics unable to be obtained.